Manufacturer narrative:
Qn#(B)(4). Failure mode "leak - device leak - cuff (does not inflated - cuff)" could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "there were two tubes that failed pre-op inspection. They were inflated but failed to hold air. The tubes were brand new right out of the package. The issue was identified prior to intubation."